Event description:
The customer reported that the system displayed communication error messages during a procedure and the live fluoroscopic image would be lost. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and generator batteries were replaced. The system was then found to be operating as intended.